Event description:
When the volume knob was fully on, there was no output from the unit. There was no patient contact, no patient injury, no delay in surgery. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 12/17/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the complaint incident could not be duplicated or confirmed. The ocs2 ojemann monitor was verified as performing to specification. The DHR was reviewed for ocs2 ojemann monitor serial number (B)(4). Date of manufacture: 2008 ¿ dec. No non-conformance report was raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the ocs2 monitor been released. (B)(4). Conclusion: since the complaint incident could not be duplicated and the ocs2 monitor was verified as performing to specification, no root cause can be established for the complaint incident.